Event description:
Implant failed due to a failure to osseointegrate.

Event description:
Implant failed due to a failure to osseointegrate. Initial awareness date not correct; correct awareness date in the follow up report.